Event description:
It was reported that the device was oversensing and that "something prevents the paced p-wave from occurring." The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.